Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. The insulin pump passed displacement test. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test due to prime alarm. The insulin pump was received without the belt clip unable to confirm belt clip damage. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.